Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent under sensing seen on a VF episode and failed to shock when therapies were delivered. Further information was requested however, was not provided.